Event description:
Siderail would not latch.

Manufacturer narrative:
A hill-rom tech found that the left intermediate latch was bent and the siderail would not latch. He replaced the latch mechanism and the left intermediate siderail latch functioned properly.